Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleging error code on display screen. During the evaluation of the device, additional information includes reusable pollen filter, blower contaminated, heater plate with connector damaged, ui button broken, auto CPAP advance modem with burned components, inlet/outlet seal contaminated, and ui bezel plus broken. There was no report of patient harm or injury. There was no report or medical intervention. The device was not repaired but returned as requested. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up will be filed.